Event description:
The customer reported to olympus, the evis exera iii colonovideoscope experience no air flow during preparation for use. During inspection of the returned device, foreign material was in the air/water channel. This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. It was determined that there was debris in the air/water channel. During the device evaluation, it was the noted plastic distal end cover had a sharp edge, the air/water channel had a dent, the auxiliary water channel and the connecting tube had a buckle. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported issue was confirmed, however, the investigation was unable to identify the type of foreign material. The root cause of the event could not be determined, however, due to physical damage to the equipment, it is possible that the foreign matter could not be removed even after proper reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
Additional event information received: the fault was noted on the end of colonoscopy (the air flow was not working properly). Polypectomy was done during colonoscopy and the procedure was finished normally with the same device. The fault did not cause any delay on the procedure. The patient was not under sedation.